Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding an implantable neurost imulator (ins). It was reported that when attaching the battery to the lead, the set screw would not tighten, and the lead could easily be removed. During the stage 2 procedure, they attempted to attach the ins to the lead but the set screw would not successfully engage and would not keep the lead from sliding out. It would make the clicking noise as if tightening but the lead would easily slide out. Attempts were made to back the set screw out and reengage, but the lead kept easily sliding out. Troubleshooting was performed. They attempted to back the set screw up and continue turning the torque wrench, but it would not engage. The cause was not known. It was reported that there was no patient involved in the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that this issue occurred during implant procedure but patient was implanted with different battery as the set screw was not stable. They noted that this was an out of box issue.